Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument conductor wire was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. There was no patient injury. The procedure was completed robotically with the same da vinci system and with a backup instrument. The procedure was delayed several minutes.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was inspected, and no damage found. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. The tips open and closed properly. The instrument passed energy delivery testing in various grip orientations. The mcs instrument also passed the electrical continuity test. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.